Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected low battery alerts in the format history file. Multiple pump error alarms were present in the format history file and pump error was triggered when the lithium backup battery (loaded v lith) was less than 3.50 v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1. The pump was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, missing display window cover and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the pump alarmed power loss. The customers blood glucose levels unknown. The pump will return for analysis.